Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the drive regulator calibration. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Additional point of contact: (B)(6). A getinge field service engineer (fse) stated that unit found to fail its drive regulator calibration. Fse replaced (d103-00-0633) drive regulator but issue persists. He replaced vacuum regulator and issue resolved. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0103-00-0633 rev. D, sn 15 26_fipc, with a reported unit failure of the drive regulator failing calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the regulator in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed that the regulator would not calibrate properly. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a